Manufacturer narrative:
Since this event involved two medical devices, two manufacturer reports are being submitted. Section of this report describes the first device. Section of manufacturer report numbers 9611385-2015-00034 describes the second device.

Event description:
On (B)(6) 2015, a representative from a dental office reported that a patient required a root canal treatment. This patient had a crown made from 3m espe lava ultimate implant crown restorative, which was placed on (B)(6) 2012, and secured with 3m espe relyx ultimate cement. Immediately following placement of the crown, the patient reported sensitivity and on (B)(6) 2012, the patient underwent the root canal procedure. Current patient health status is unavailable, since the patient is no longer seen by this dental office.